Manufacturer narrative:
Evaluation result: it can be assumed that too much force was exerted on the jaw part when holding the material, causing it to break. On the device ist was visible that the material has curved towards the underside, which is a sign that too much force was exerted from the top side. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID (B)(4).

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). Device was returned for investigation and the investigation is pending.

Event description:
It was reported that during a surgery, an instrument broke off at the distal end and remained in the patient. During the attempt to pierce the acetabular labrum with the suture forceps, the lowest branch broke off and landed in the patient's hip joint. When trying to retrieve the broken piece, it got stuck in the patient's soft tissue. Further steps to retrieve it were unsuccessfully.